Event description:
On (B)(6) 2011, patient reported she is having issues with elevated blood glucose. Patient stated she is not able to keep her blood glucose under 200 mg/dl today. Pt's target blood glucose range is around 95-125 mg/dl. Pt reported the infusion headset has been in use since this morning and the infusion set tubing was changed this morning also. On call back, pt reported she removed the infusion headset and the cannula is bent. Pt stated there is one bend in the infusion set cannula about half way down. Pt reported she used the insertion assist plus device for insertion and the infusion headset had been in use since (B)(6) 2011. Pt stated the bent cannula has occurred 5-6 times. Pt reported she has a different type of infusion set she can use. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.